Event description:
It was reported that during implant when the lead was connected to the device, high impedance and noise were seen on the ECG. After connecting and reconnecting the lead, the measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.